Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka e1: initial reporter phone #: (B)(6). "Material #: 367364 lot/batch #: 4009658 bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for bent needle and missing sleeve with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of bent needle and missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a needlestick injury due to bent needle and missing rubber ends. The needle portion came out of the holder and punctured the staff finger as the device was being discarded, and the staff received exposure testing.